Manufacturer narrative:
The complaint kit, smart card and photographs were returned for investigation. A review of the data on the smart card showed an alarm #7: blood leak? (Centrifuge chamber) occurred at the start of blood collection. Review of the customer provided photographs verify the drive tube leak as blood splatter is visible in the centrifuge chamber. Examination of the returned kit found no obvious manufacturing issues. Further evaluation of the kit identified dried blood on the upper drive tube. A pressure test was performed, and a leak was verified coming from the connection between the centrifuge bowl and drive tube, when the drive tube was slightly flexed. There was no obvious damage to the drive tube or centrifuge bowl components during inspection of the received kit. A material trace of the bowl assembly and its components used to build lot m124 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported drive tube leak was verified during inspection of the received kit; however, the root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 26 jul 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m124 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m124 shows no trends. Trends were reviewed for complaint category, drive tube leak/break . No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was completed, and while unloading the kit they observed residual blood on the centrifuge chamber wall. The kit return was requested; however, the customer had discarded the kit. The customer returned the smart card and photographs for investigation.